Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that the patient was discharged from the hospital 12 days after admission. Pd therapy was discontinued, the pd catheter was removed and the patient shifted to hemodialysis (hd). Same hd is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as peritonitis onset, the patient was hospitalized and treated with injection vancomycin (1gm/ every 3rd day/ intraperitoneal/ ongoing), injection ceftazidime (1gm/ one a day/ intraperitoneal/ at bedtime/ ongoing) and injection amikacin (150mg/ once daily/ intravenous/ ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy is ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.